Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: lost visualization twice. Confirmed failure: aldc replace cable; acac replace front enclosure; adre replace rear enclosure. Probable root cause: cables; hdmi cables; connectors; digital board; power supply; filter / fuse; ac inlet board; main board; transition board; intermittence between transition board and ch connector; software; camera head (sensor, sensor cable); coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring); problem toggling light source; connected monitors; leaking; poor grounding (e.g camera head connection from cable to transition board.); no/incorrect communication with light source; soaking cap disconnection during sterilization; electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge; cybersecurity attack; pendulum ch inertial measurement unit (imu); use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.